Manufacturer narrative:
The results of the investigative analysis revealed that the tip was separated at the distal seal. The tip was returned. The fracture face of the separated tip appears to have been torn. Quality engineering has determined that it is likely the tip met significant resistance on the wire, either due to debris on the wire or an increase in wire outside diameter and when pulled back, resulted in a tensile failure at the tip. As part of the quality control process all rocket catheters are inspected with a .015" mandrel prior to packaging to verify tip inner diameter and guide wire movement. In addition, tip tensile strength is verified on a sample of completed units on subassemblies to verify production equipment set up. Quality assurance considers this MDR closed.

Event description:
It was reported that during a ptca/stent procedure, resistance was met when post dilatating which resulted in the tip separating from the catheter. Reportedly, there was no pt injury.